Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's healthcare provider reported that the patient was experiencing incontinence. It was unknown if the patient's device was on or off. The healthcare provider was told that the patient's device had not worked for a few months. The patient also did not feel stimulation the last time stimulation was on. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.